Event description:
A patient was being scanned with a routine iac protocol. There was supposed to be a single volume. After the volume completed, the customer states that the system performed another volume on its own without any audible warning or prompts from the technicians.

Manufacturer narrative:
The raw data and summary page seem to support that a scan was completed. There were no errors reported on the display. The customer called the support line and was aided in deleting and rebuilding the protocol. The system has been running normally since the occurence. Log and other data and been gathered for investigation. Attempts at reproducing were unsuccessful. The techs claim they do not think they accidentally bumped the start button and that they only heard one audible alarm after the first volume. Results at the time the investigation is completed.